Event description:
Home patient (hcp) reported they were hospitalized for dehydration from an added manual exchange. Patient was performing with antibiotics in the solution to treat their peritonitis. Follow up with the healthcare professional (hcp) revealed that the hp is extremely noncompliant and has poor aseptic technique. Per hcp, the hp allows their cat to be present during treatment, does not wash their hands, is "shaky" and does not weigh themselves. The hcp does not attribute the peritonitis and subsequent dehydration to baxter product but to the hp's poor technique and noncompliance.